Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were grey stains, similar to mold with a bd discardit¿ ii 2 ml syringe. The following information was provided by the initial reporter, translated from (B)(6) to english: the syringe plunger has black grey stains, similar to mould at the new, not used product in the undamaged packaging.

Manufacturer narrative:
Investigation: bd has been provided with the affected sample for catalog 300928 lot 1811147 to investigate for this record. After the evaluation of the returned sample, the foreign matter was identified as embedded contamination in the plunger. As a result, bd was able to verify the reported issue. The embedded particles defect was produced in the screw of the injection molding machine. Due to the high working temperatures (about 300ºc), some particles of plastic and rest of oil from the polyethylene can remain stuck on the internal walls of the mold and get burnt. During normal production some particles may be detached from the screw being injected and remaining embedded in molded piece. This a cosmetic defect which has no risk to the health because the plastic piece is embedded in the needle hub without possibility of being detached from it. DHR showed no indication of the alleged defect.

Event description:
It was reported that there were grey stains, similar to mold with a bd discardit¿ ii 2 ml syringe. The following information was provided by the initial reporter, translated from german to english: the syringe plunger has black grey stains, similar to mould at the new, not used product in the undamaged packaging.